Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent treatment where cautery was used. It was reported that pauses in pacing occurred when the cautery was used. A health care professional (hcp) inquired about using a magnet for the next treatment. Boston scientific technical services (ts) discussed magnet use for this model device. No adverse patient effects were reported.